Event description:
While the patient was hospitalized, she complained of chest pain. St decrease was observed at v2-v6 on EKG. Twelve days later the patient was brought to the coronary cath lab for a coronary angiogram. The procedure was an elective case. The target lesion was the obtuse marginal branch. The target lesion was a de novo and eccentric lesion. Aha/acc classification of the vessel was a type b1. The target lesion was pre- dilated with a balloon (1.5/15mm) at 14atm. Inflation time was unknown. Then, the balloon was changed and it was pre-dilated with a (2.5/15mm) balloon at 12 atm for 30 seconds. A cypher stent (2.5/23mm) was implanted at 16atm for 30 seconds. Post dilatation was not conducted. Ivus was not conducted. Timi flow before the procedure was 2 and 3 after the procedure. The residual % of stenosis after the procedure was 0% act was not measured.